Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection showed that the outer insulation had been breached/cut allowing some infiltration of bllod into the helix mechanism.

Event description:
It was reported that when the lead was implanted, the helix would not extend after numerous attempts. The lead was damaged while gaining access with another lead that was used successfully. The noted lead was not implanted. No patient complications have been reported as a result of this event.